Event description:
A report was received that the patient had developed an infection at the midline incision site with signs of meningitis. Symptoms included fever, chills, shakes, and pus at the incision site. It was believed that the infection was related to the implant procedure, and not device related. The patient was prescribed keflex antibiotics and underwent a revision procedure wherein all the leads were explanted while lead splitters and ipg were left inside the body. The infection was cleaned out. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.